Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 with a blood glucose level of 600 mg/dl. The customer was nauseous and had constant urination. The customer treated his blood glucose level with an injection. The customer was provided with fluids at the hospital. He was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed off no power. The customer did receive a low battery alert prior to the off no power alert. The high pressure test passed. The device was not returned.